Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a bipap a40 device. There was no harm or injury reported. The device was sent to a service center for evaluation. During evaluation and review of the device error logs, it was identified that the event log had been written incorrectly, caused by an anomaly in the data processing within the device. The ventilator inoperative condition was not duplicated during operational checking. The device's software was upgraded to the latest version to prevent reoccurrence. The unit was confirmed to be working properly after upgrade.